Event description:
Follow-up information provided the patient¿s ipg was replaced due to needing improved pain relief with burst dr. Reportedly, the patient did not experience recharge burden issues.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was replaced due to being inoperable and recharge burden. As a result, the ipg was replaced. The patient received effective stimulation post-op.